Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that error 372 occurred when the farawave was connected to the farastar. Procedure was not completed due to this event. No adverse event occurred. The device is not expected to return for laboratory analysis since it was discarded in facility. It was further reported that the procedure was performed under sedation. It was not canceled; instead, the team was able to continue and successfully complete the procedure by using another device lot.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that error 372 occurred when the farawave was connected to the farastar. Procedure was not completed due to this event. No adverse event occurred. The device is not expected to return for laboratory analysis since it was discarded in facility.